Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd883967 and gd885293 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. It was not reported whether dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 6 involved in this peritonitis event.